Manufacturer narrative:
Samples were not received for the investigation however a photo was provided. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the photo provided, the defect was confirmed; the tubing was observed to be detached at the point of the tube and the adapter. Because a sample was not returned, we were unable to perform a follow up investigation to include functional evaluations to determine the root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states that the connecting part (right angle) gets off the tube itself. After follow up request for more information (B)(6) 2018 the customer states that the tip detached without any reason. The tubing was intact before use and broke off during the night and spilled the milk.